Event description:
Procedure: thyroidectomy. Reportedly, the generator signaled that seal cycle was complete, however, there was no sign of energy activation at surgical site and there was not tissue effect. After trying two ls1200 which didn't work, dr. Resorted to his suturing technique. The physician indicated that the ls generator made the usual sounds/ end tone, but did not deliver any energy and therefore, there was no tissue effect. The generator was set at 2 bars.